Manufacturer narrative:
(B)(4). It was reported that the pt passed away due to respiratory failure. The nurse clarified that the patient (pt) was never discharged from the hospital (as previously reported). The pt passed away during the previously reported hospitalization. The cause of death was respiratory failure and sepsis due to an unrelated gangrene toe. It was reported that pd therapy was ongoing until the time of death, however, it was unknown if the hp was connected to the cycler at the time of death. A device history record review was performed which no issues noted that could be related to the reported events. An event history record and service history review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in their stomach coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event on the same day. During the hospitalization, the patient underwent exploratory surgery. The source of the air was unknown and it was unknown if the air was in the stomach or the peritoneal cavity. Treatment while hospitalized was unknown. Symptoms resolved within 48 hours and the patient was discharged from the hospital two days after the hospitalization. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare and an evaluation was completed to investigate the reported death. A review of the event history log revealed no failures, malfunctions or iipv events that could have caused or contributed to the patient passing away. A review of the service history revealed no previous service events related to the reported event. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. External and internal visual inspections were performed with no issues noted. An analysis of the device pneumatic system was performed and revealed no leaks and all pressures were correct and stable. The device passed the seal, purge & wet disposable integrity test and successfully completed a short simulated therapy. Upon conclusion of the investigation, no failures or malfunctions were identified that could have caused or contributed to the reported death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a follow up medwatch will be submitted.